Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced several issues following the implant of an implantable pulse generator (ipg). The patient reported low pulse rates, sometimes measuring between 34 and 40 beats per minute, despite the device being set to maintain a heart rate of 60 beats per minute. The patient also experienced symptoms such as feeling lousy, lacking energy, shortness of breath, fluid retention, lightheadedness, swelling of the feet, weakness, and atrial fibrillation. There were discrepancies noted between heart rate readings from external checks and the ipg readings. The patient expressed concern about the device not functioning properly. An echocardiogram was conducted, and the results indicated that everything was fine. The patient was advised by healthcare professionals that external heart rate monitors might not always provide accurate readings when the ipg is delivering pacing therapy, as electrical signals can be classified as noise. The patient was encouraged to continue following up with their doctor regarding any concerns. The ipg remains in use. No further patient complications have been reported as a result of this event.